Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI # :  (B)(4).

Event description:
Seeg planned at (B)(6) hospital to implant 5 electrodes. During the verification step of registration, the robot arm was being cleared away from the patients head. At this time, there was a communication error and the robot shut down. There could've been a collision with the surgeons hand. When the robot was rebooted, the computer would not reconnect with the controller. The field service engineer (fse) attempted to reboot the computer 3 times. The arm was extended pretty far, so the fse removed the side panels and manually released the arm to a more relaxed and favorable position. Once this was completed, the computer was able to reconnect back to the controller. Following this, verification was performed again to ensure the accuracy. Following this, the case began and was executed successfully. No patient was harmed during this case and the delay time was under 15 minutes.

Event description:
Seeg planned at university of miami hospital to implant 5 electrodes. During the verification step of registration, the robot arm was being cleared away from the patients head. At this time, there was a communication error and the robot shut down. There could've been a collision with the surgeons hand. When the robot was rebooted, the computer would not reconnect with the controller. The field service engineer (fse) attempted to reboot the computer 3 times. The arm was extended pretty far, so the fse removed the side panels and manually released the arm to a more relaxed and favorable position. Once this was completed, the computer was able to reconnect back to the controller. Following this, verification was performed again to ensure the accuracy. Following this, the case began and was executedsuccessfully. No patient was harmed during this case and the delay time was under 15 minutes.

Manufacturer narrative:
It was reported that a communication error occurred and multiple reboots were necessary to restart the device. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs was not conclusive. The cause of the reported issue remains unknown, since the controller logs did not retrace all the arm connection attempts.

Manufacturer narrative:
The subject report is submitted to correct the notification date provided in the initial report. The correct notification date is : 03 may 2019.

Event description:
(B)(6) planned at (B)(6) hospital to implant 5 electrodes. During the verification step of registration, the robot arm was being cleared away from the patients head. At this time, there was a communication error and the robot shut down. There could've been a collision with the surgeons hand. When the robot was rebooted, the computer would not reconnect with the controller. The field service engineer (fse) attempted to reboot the computer 3 times. The arm was extended pretty far, so the fse removed the side panels and manually released the arm to a more relaxed and favorable position. Once this was completed, the computer was able to reconnect back to the controller. Following this, verification was performed again to ensure the accuracy. Following this, the case began and was executed successfully. No patient was harmed during this case and the delay time was under 15 minutes.